Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that there were no complaints of device failure or problems with the therapy. The patient's only issue was that the scs system did not provide the level of pain relief that they expected. They preferred to have the device explanted then to have the recharge and maintain the system. The system was implanted on (B)(6) 2016 with follow-up on (B)(6) 2016, (B)(6) 2017. The patient was reprogrammed on (B)(6) 2016 and (B)(6) 2017. The patient was followed-up with on (B)(6) 2017. Multiple programs were set up per patient request, to target specific areas of the patient's pain patterns/ one program was set up to capture all the pain areas combined. In each instance the patient expressed that they had good coverage of the pain area and had pain relief. The system was explanted on (B)(6) 2017. No further complications were reported. No device allegations were made.